Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
During the call, the patient (pt) mentioned they haven't seen the managing hcp (same as the implanting surgeon) after the implant date and stated "he took the battery that was in my left cheek and raised it up because it was hurting me and that was sometime ago, about a year ago".